Manufacturer narrative:
There was no patient impact or consequence. Baylis medical company inc. Has decided to report this event due to the procedural abortion that occurred.

Event description:
The baylis radiofrequency perforation generator showed a high impedance error code when the nrg transseptal needle was used to attempt rf delivery, resulting in a procedural abortion after a 20-minute delay. While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the procedural abortion.